Event description:
It was reported that during a hemicolectomy procedure, the teflon tip had fallen out of the inactive jaw of the instrument. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.